Event description:
It was reported that the motor was not working properly and exhibited rust and corrosion. There was no patient involved.

Manufacturer narrative:
H3: product analysis: evaluation determined that bearing were damaged. The likely cause of failure is due to corrosion. It was also found that shaft was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.